Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the unit has exposed wires at the junction of the cord and the bottom of the sensor, the cord has pulled away. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit has exposed wires at the junction of the cord and the bottom of the sensor, the cord has pulled away was confirmed. The usb cable is pulled from the sherlock housings. The internal wiring of the usb cable is exposed to the insulation and the pcb connector is attached. The root cause of the reported failure was identified as a material failure of the usb cable due to device use.